Event description:
Got the essure permanent birth control that has given me sharp pains in lower abdominal area, migraines, bloating, back pain, tooth sensitivities, mood swings, bladder infections, fatigue/no energy, now I'm going to have to have a partial hysterectomy.